Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo (<10 mg/dl), (compact plus) system 1 and 63 mg/dl (compact plus) system 2. Customer was able to self-treat. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1, serial number - (B)(4)- compact plus system 2, serial number - (B)(4).